Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the reamer broke in the femur neck of the patient during a surgical procedure. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date of awareness for follow up #2 was submitted in error as (B)(6) 2015. The correct date of awareness for that report is (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation evaluation was performed: the tip of the reamer is broken off as reported. The reamer broke between the second (ø4.5) and the third (ø6.5) step, it means the first 25mm of the reamer are missing (not returned). Reviewing the device history record (DHR) showed no deviation to the specifications. The article was manufactured in september 2012. The overall condition shows marks from often use and wear and tear, though not enough evidence to determine exactly how often the instrument had used been prior to this surgery, we only can assume that wear and tear has lead too this breakage. Please do replace worn articles before surgery in order avoiding problems and interruptions during surgery. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: september 5, 2012. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the reamer broke during a procedure. This prolonged the procedure by thirty minutes. Not all the broken fragments were retrieved from the patient¿s body; one small piece remained in the patient¿s femur neck. The patient¿s condition is reported as satisfactory.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.